Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction (mi) is considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was performed in 2008. Two 3.5x15mm xience v stents were implanted in the mid rca after pre-dilatation was performed. Another 3.5x15mm xience v stent was direct stented in the distal rca. Following the procedure, the patient had slow reflow in the rca without symptoms or EKG changes which resolved with medication. The next day, the patient had slow reflow and suffered a post procedure myocardial infarction. Cardiac enzyme tests revealed elevated enzymes and there was no reported treatment. No additional event or patient information is available.

Manufacturer narrative:
Ischemia and mi, as listed in the IFU are known adverse events associated with coronary stenting. Additionally, ischemia, myocardial infarction and elevated enzymes are listed in the no fault risk assessment as post procedural complications. In this case, it is possible that the elevated enzymes and myocardial infarction are secondary effects of the ischemia. Reportedly, no treatment was performed. In this case, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There are two other xience v stents mentioned, one is being reported under this same MFR #. The other one was reported under MFR # 2024168-2009-00231.